Event description:
During a percutaneous procedure, 3 different proglide suture-mediated closure systems were used and each failed to deploy. The patient required a bilateral femoral cutdown to complete the procedure.